Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest recorded blood glucose of 390 mg/dl after eating pie that was not announced to the ilet and disconnecting from the pump for approximately 30 minutes while it charged; the user later performed a 386 mg/dl fingerstick and recalibrated the pump, and was advised to change the cartridge and resume insulin. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer support troubleshooting and education, including guidance to monitor glucose for 1¿2 hours and to use backup therapy if remaining disconnected for 2 hours. Investigation of this case revealed that the event was attributable to a missed meal announcement and interruption of insulin delivery due to pump disconnection, rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors were the likely cause.